Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the wash manifold, which was cracked and causing liquid to leak into the ring. The cse found a pinhole leak in the wash 3 tubing at the wash station causing the line to leak into the ring. The cse replaced wash 3 tubing. The cause of the discordant, falsely elevated vitamin d result was due to a wash manifold leak. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.